Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: customer returned a single pen needle with no label or inner shield for identification. A visual inspection of the pen needle did not find any defects or damage to the needle. The pen needle was attached to a test pen and saline was pumped through the system. The saline could move through the system without issue. Lastly, a wire was fed through the cannula of the needle. The wire could be pushed through the cannula without issue. The pen needle is functioning as intended. No DHR review can be carried out as lot number is unknown. Based on the sample received, bd was unable to replicate and confirm the customer¿s indicated failure of the needle being clogged. The root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no additional CAPA/sa is required at this time.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: it was reported that the needle was blocked. Event description per attached email states: needle blocked. Date sanofi received complaint: 01.02.2021. Date sanofi received the sample: 08.03.2021. Pir: 100101029.